Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The batch number is unknown, therefore the manufacturing batch records for the complaint device cannot be reviewed. The event date is unknown at the time this report was filed. It was reported that the device is not expected to be returned. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Sr was informed today, that a bsc zip wire was used. The wire was placed through an entry needle and the tip of the wire broke. The operation room staff member said, there was no product failure, rather the zip wire should not have been used in that procedure. She would not release any other information regarding the case because she stated it was not a failure of our product.